Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021 with blood glucose level over 400 mg/dl. The current blood glucose level was 83 mg/dl. Customer was treated with manual injection and insulin pen. The customer did not experience any symptoms due to high blood glucose. The customer feels okay to troubleshoot. The customer had been using the insulin pump within 48 hours of reported event. The auto mode feature was not active at the time of high blood glucose event. The insulin pump will be returned for analysis.